Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Depuy sigma litigation record received. Litigation record alleges loosening of the tibial tray at the unknown interface. Defective smartset ghv bone cement was used.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  patient code: no code available (3191) is corrected to only capture absence of treatment the reported explant date (d7) is being retracted. The concomitant products were identified to be competitor products used in conjunction with the previously reported adverse event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and reviewed. On (B)(6) 2018, the patient underwent a primary right knee arthroplasty with implantation of competitor (stryker) products. The cement used during the primary operation is not indicated in the reviewed -medical records. There is no evidence of revision or invasive treatment following the primary right knee arthroplasty. It was noted that the patient had a history of heart issues, including murmur (known since the age of 10 years old), chest pain, aortic stenosis (B)(6) 2017 echo), shortness of breath during strenuous activity, and was indicated as a very early premature birth. On (B)(6) 2019, laboratory results indicated infection due to strongyloides with mild gastrointestinal symptoms. The patient was prescribed an ivermectin 18,000 mcg once daily for 14 days. The surgeon indicated the issue sounded like some dermatologic involvement with pruritis to bilateral soles.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
In addition to the previously indicated symptoms, the patient was also experiencing the following: pain, stiffness, decreased range of motion, and weakness.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Details for gentamicin component of combination product: dmf# - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.